Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that prior to use, a piece of the fenestrated hole broke off on the left side, between the top and bottom holes, and the customer was unable to use the device. It was also reported by the customer that they can feel the "ridge"; when wearing/inserting the product and that the end of the tube has also been feeling sharp.